Event description:
It was reported that the pump battery took longer to charge. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.